Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a trapezoid rx basket was used in the bile duct during an endoscopic lithotripsy procedure performed on unknown date. During the procedure, an alliance handle was used in conjunction with the trapezoid basket in an attempt to crush a stone; however, the tip separated prematurely. It was not confirmed if the tip detached inside the patient. Another trapezoid basket was used to complete the procedure. There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that a trapezoid rx basket was used in the bile duct during an endoscopic lithotripsy procedure performed on unknown date. During the procedure, an alliance handle was used in conjunction with the trapezoid basket in an attempt to crush a stone; however, the tip separated prematurely. It was not confirmed if the tip detached inside the patient. Another trapezoid basket was used to complete the procedure. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Device code a150103 captures the reportable event of tip premature deployment. The returned trapezoid rx basket was analyzed, and a visual evaluation observed that the handle cannula was detached. The internal wires including the handle cannula returned outside the device. The basket was complete with the tip still attached. Under microscope magnification, the side car rx was noted to be pushed back. The handle cannula has slight marks of the fastening screws. From the top view, the screws look cracked at the bottom. The proximal screw tip is flat and cracked. The distal screw tip was pushed inward. The side car rx was confirmed to be pushback out of specification. The screw length was measured and found the length of both screws were less than the permitted tolerance. The reported event was not confirmed. Based on all available information, the most likely cause is attributable to the supplier of the screws. Due to the condition of the screws, the proper fastening is not given (even if the screws had the appropriate depth). So the force applied when activating the device causes the detachment of the handle cannula. The slight screw marks suggest that they were not being fastened as expected. Therefore, the most probable root cause of the investigation finding of handle cannula detached/separated is manufacturing deficiency as the problem is traced to the manufacturing process, with the supplier as the probable cause owner; an investigation is underway to address this problem. The most probable root cause of the investigation finding of side car rx pushback is adverse event related to procedure as it could has been caused as consequence of the manipulation or the detachment of the handle cannula during the procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.